Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the matrix drawer 7 was failed. The field service engineer opened the back and pulled out multiple medications that was blocking the sensors. There was no defect found while removing all of the medications. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported by the customer that a pyxis medstation es system had drawer failure. The customer stated that they retrieved the required medications from other available stations and there was a delay in patient care. There were no adverse events or injuries reported based on this event.